Manufacturer narrative:
Cjs18250 is not distributed in the us; however, it is similar to us product cxs18250. Additional information will be submitted within 30 days of receipt.

Event description:
This patient was admitted for elective coronary, evaluation. Angiography revealed a 75% de novo, concentric, discrete, non-calcified, type-a lesion in the first obtuse marginal branch (omi). The diameter of the vessel was 1.85mm and the lesion length was 7.49mm. Heparin, 12,000 units, was administered via IV. The lesion was pre-dilated with a 2.0 x 15mm balloon inflated to 8 atms. A 2.5 x 18mm cypher stent was deployed in the lesion site to 12 atms. The stent was not post-dilated. The residual stenosis was 15% with timi iii flow throughout the stented segment. The patient was discharged with orders for aspirin, ticlid, isosorbide, and atenolol. Six months later, the patient returned for a scheduled follow-up. Angiography revealed a 39% luminal narrowing within the stented segment. No intervention was conducted. Medications remained the same. Ticlid was discontinued nine months post implantation. One year post index procedure, the patient complained of chest pain and was brought in for coronary evaluation. Angiography revealed a 90% focal restenosis at the proximal end of the implanted cypher stent. The patient was discharged and brought back one month later for scheduled coronary bypass surgery (CABG). Aspirin was stopped five days prior to surgery. The patient received three grafts: left internal mammary to the lad, saphaenous vein graft (svg) to the om1 and svg to the posterior-lateral branch. The patient was discharged without complication 15 days post-op.